Manufacturer narrative:
Device evaluation: the smiths medical para pac ventilator was received in good condition. The unit was tested unit to 504-2004. Found tidal volume to be within tolerance. Device passed all functional tests. Could not confirm customer reported reason. Final test results. The customer reported condition was not confirmed. No fault found.

Event description:
Information was received indicating that the tidal volume is too high on a smiths medical pneupac® parapac® ventilator. There were no adverse patient effects.